Event description:
It was reported that prior to a percutaneous endovascular aortic repair (pevar) procedure, suture placement with two proglide devices was attempted in the left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the pre-close technique. Reportedly, while advancing the needle to the suture with the two proglide devices in the rcfa and the two proglide devices in the lcfa, resistance was felt and the needles all "bounced". When the plungers were pulled back, no sutures were attached. The same result occurred with four additional proglide devices. The sutures of two additional proglide devices were successfully placed using the pre-close technique in each the rcfa and the lcfa. The arterial sheath size was 6f. The sheath sizes were upsized to 20f for the pevar procedure. When the pevar procedure was completed, the successfully pre-placed sutures achieved hemostasis in both the rcfa and lcfa access sites. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.. The additional seven proglide devices referenced, are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported event of difficult to deploy and needle to cuff miss could not be confirmed. The device analysis noted both cuffs had been engaged with the needles and the suture had broke 6.5 inches from the rail end. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.